Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 14 years since the subject device was manufactured. The device was not returned to olympus for inspection, and the customer's reportable malfunction was not confirmed. Based on the results of the investigation and the information provided, it was presumed that the connector of the connecting tube had been damaged because the user may have hit it with hard object, such as a scope. It was also suggesting that the user might have performed reprocessing with an unnecessary connecting tube still connected or forgot to remove the tube, possibly due to not reading instructions for use carefully and lacking knowledge of the equipment. Additionally, the fluid level sensor cover was missing because the user might have detached it during cleaning and did not reattach it. If fluid level sensor cover is not attached, error e05 or e06 may occur. Furthermore, the compressor had been running intermittently, possibly due to the liquid accidentally entering the component or an overcurrent occurring, which caused malfunction of the component. However, since details of the failed compressor were unknown, a definite root cause could not be identified. The event can be detected and prevented by following the instructions for use which state: 4.8 connecting tube installation the oer-pro is shipped with two connecting tubes ¿ tubes maj-1500 and maj-1971. Check the ¿list of compatible endoscopes/connecting tubes¿ to confirm whether these connecting tubes are the correct connecting tubes for the particular model endoscope that you are reprocessing. If the ¿list of compatible endoscopes/connecting tubes¿ indicates that a different connecting tube is required, contact olympus to obtain the necessary connecting tube. Each model olympus endoscope requires a specific connecting tube (or tubes). Do not attempt to reprocess any endoscope without the correct connecting tube. Warning ·each connecting tube is supplied with an instruction manual that describes its method of attachment. Follow these instructions to attach the connecting tube to the oer-pro and the endoscope. Incorrect attachment will result in ineffective reprocessing. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that a broken yellow connector was found while using the endoscope reprocessor during a preventative maintenance inspection. There were no reports of patient involvement or patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.